Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was kinked approximately 122.0 cm from its proximal end. The pusher assembly had bends throughout its length. The embolization coil was detached from the pusher assembly, and not returned for evaluation. Conclusions: evaluation of the returned pod coil confirmed that the embolization coil was detached. If the pod coil is forcefully manipulated against resistance, the pusher assembly may elongate beyond the reach of the distal tip of the pull wire and the embolization coil may detach. Further evaluation of the pod coil revealed a pusher assembly kink and bends throughout its length. These damages were likely incidental to the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod coil and non-penumbra microcatheter. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician experienced resistance after advancing the pod coil approximately two centimeters out from the microcatheter and; subsequently, the pod coil unintentionally detached. The physician therefore removed the microcatheter containing the detached pod coil and safely flushed out the coil. The procedure was completed using an additional pod coil, pod packing coil (pod pc), other coils and, the same microcatheter. There was no report of an adverse effect to the patient.